Event description:
It was reported after the hf sensor implant procedure during calibration, signals (waveforms) were not observed. Troubleshooting was attempted multiple times at different time frames to no avail as the sensor was not detected. Chest x-rays confirmed the sensor to be at an initial implant location. The health professional will determine the next course of action.